Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the reported patient effects of worsening mitral regurgitation (mr) and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The investigation was unable to determine a conclusive cause for the reported failure to adhere or bond (clips were only partially attached to the leaflets). The patient effects of worsening mr and heart failure was due to procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip is filed under a separate medwatch report number.

Event description:
This report is filed for worsening mitral regurgitation, heart failure, and partial detachment of the clip from the leaflet. It was reported that on (B)(6) 2019, the patient presented with chronic, ischemic functional mitral regurgitation (mr) grade 4+. Two mitraclips (cds0601-ntr 81004u231 and 81102u115) were implanted without a device issue. The mr remained grade 4+, mean mitral valve gradient was 7mmhg. Post-procedure, the patient experienced a worsening of pre-existing congestive heart failure. IV lasix was provided as treatment and the event resolved. On (B)(6) 2019, the discharge echocardiogram showed mr grade 2+ and a mean mitral valve gradient of 5mmhg. The patient was discharged home. On (B)(6) 2019, the mr increased to grade 4+, mean mitral gradient was 6mmhg. On (B)(6) 2019, the patient continued to experience worsening severe mitral regurgitation (mr). Torsemide medication was increased. On (B)(6) 2019, the patient was admitted to the hospital and surgical mitral valve replacement was performed. During the surgery, it was noted that both clips were only partially attached to the leaflets. The event resolved without sequela. No additional information was provided regarding this issue.